Manufacturer narrative:
During pre-decontamination of the returned delivery system a pin hole was noted in the flex shaft at approximately 80mm from the flex tip. Investigation is ongoing.

Manufacturer narrative:
Corrected h.6 investigation conclusion. Added h.6 type of investigation and investigation findings. The 26mm commander delivery system was returned for evaluation. During visual inspection, the inflation balloon was noted to be burst longitudinally, from shoulder to shoulder. The flex shaft had a minor scratch approximately 8cm from the flex tip. A kink was observed on the flex shaft approximately 16 inches from the handle. The flex shaft had some stretching near the kink location. Due to the nature of the complaint, no functional testing was able to be performed. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon single wall thickness met the specification. The burst balloon was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description states, 'during procedure, the balloon ruptured during implantation with nominal volume in a medium calcified annulus.' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. The technical summary is applicable to this complaint. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Further evaluation of the returned device at the edwards (B)(4) facility indicates there was no pin hole in the flex shaft, as previously noted. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, the patient who underwent an implant of a 26mm sapien 3 ultra valve, in aortic position, by transfemoral approach. During procedure, the balloon ruptured during implantation with nominal volume in a medium calcified annulus. Valve was completely opened, no post dilatation required, and good outcome, without pvl. No issues during retrieval of the devices and no sheath damage was observed. Patient outcome was good after procedure.